Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the patient complained of worsening fatigue, decreased exercise tolerance and dizziness. Pump speed was increased to 5900 rpm along with lasix. The patient presented to hospital on (B)(6) 2018 for a right heart catheterization and echocardiogram, which showed concern for cannula malposition. The patient reported low flow alarms and dizziness had worsened since the last check up. During a transthoracic echocardiogram, speed was increased to 6100 rpm while patient was on left side. When rolling to his back, the pump speed dropped to 5700 rpm and took a couple of minutes to return back to 6100 rpm. On (B)(6) 2018, the patient was taken to the operating room for inflow cannula repositioning. No further information was provided.